Event description:
It was reported that during a pta / stenting treatment procedure, the express-biliary ld stent embolized, requiring surgical intervention. The lesion being treated was an 80% stenotic lesion in a tortuous right common femoral artery. The physician used a left femoral vascular access site. It is noted that the lesion had not been predilated. The physician advanced the express ld stent delivery catheter through the 7f cook sheath and up and over the bifurcation. He subsequently pulled the catheter back slightly under angiographic visualization and suddenly noted that the undeployed stent had embolized back into the left femoral artery. He then attempted to retrieve the stent using a snare. The stent was captured for a time, but could not be removed. At the time of this report, the stent is positioned in the abdominal aorta (and is bent at an approx 90 degree angle). The vascular surgeon has taken the pt to the or in an attempt to remove the stent.

Event description:
It was further reported that upon further discussion with the physician, it was determined that the lesion being treated was >90% stenotic and highly calcified. The reference vessel diameter was 8 mm. There were no difficulties navigating the system through the sheath. The pt remained stable and asymptomatic during this event. The embolized stent was successfully removed via a cut-down procedure to open the abdominal aorta to remove the stent. A second stent was not placed. The pt's current status is medically stable with no ill-effects from the procedure, alghough he continues to have claudication related to the initial lesion that was to be treated.